Event description:
It was reported that a revision surgery was performed after the insert became dislodged from the tibial baseplate.

Manufacturer narrative:
An evaluation of the returned device showed scratches on the non-articulating surfaces of the insert, likely due to third party debris such as bone or bone cement. Deformation was observed on the posterior and anterior locking mechanism of the insert, which indicates that the insert may have not been fully seated. The deformation observed on the insert prevented dimensional characterization of the locking regions. No design or manufacturing deviations were noticed that would have caused the insert to not lock into a tibial baseplate. The investigation was unable to determine a specific cause of the stated failure. However, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated.